Event description:
It was reported that hemostasis was achieved using three proglide devices at three access sites in the right common femoral vein after a cardiac ablation procedure using the pre-close technique via an 8.5f sheath in late august. About one week later, the patient returned to the hospital reporting edema of the right leg. Femoral echo was performed and it was noted that thrombosis of the femoral vein was present. Anticoagulant medication was given and the follow-up was continued. It was confirmed that there was no issue with the placement or deployments of the sutures. No additional information provided.

Manufacturer narrative:
Date of event and relevant tests/laboratory data: estimated dates. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effect of thrombosis is a known inherent risk of the procedure. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The patient effect of thrombosis is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices.